Event description:
Customer's husband reports that customer received excessive no delivery alarms. Customer went through seven infusion set changes. Customer's blood glucose was 400 mg/dl. Customer was able to resolve no delivery alarm by a complete set change. Customer did not have infusion sets to return for analysis. Infusion sets would be replaced as a courtesy. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).